Manufacturer narrative:
The meter was returned for evaluation. The investigation unit (iu) observed the meter display has a shattered appearance and an orange-blue screen. Iu did not observe any external damage to the meters plastic covering over the lcd or to the housing/casing of the meter. All manufactured meters are subjected to a series of tests throughout the manufacturing process. Meters must meet stringent criteria before release. Thus any damage observed to the meter was a result of product mishandling by the customer.

Event description:
Reporter stated the display of the blood glucose monitor is defective and this interferes with viewing the blood glucose values. The blood glucose monitor was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).